Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
The customer states: staples not fired right. Bowel was still open at one side of the anastomosis. Stapleline had to be oversewn with suture.

Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one (1) reload opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the instrument noted that the reload was fully fired. During functional testing, the interlock was overridden and the reload was cycled successfully. A review of the device history record indicates this devices lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.